Event description:
It was reported that this was a venotomy closure of the right common femoral vein using the pre-close technique via a 6f sheath hole prior to a patent foramen ovale (pfo) interventional procedure. Reportedly, the first prostyle suture broke. Another second prostyle was used but the suture frayed with a hair like piece coming off the main portion when the needles had been deployed & the suture came out to the surface of the patient. The sutures of two new prostyles were successfully pre-placed. The sheath was upsized to an 8f/9f sheath and the procedure was completed. Hemostasis was achieved with the pre-placed prostyle sutures. The patient started oozing post operation (mostly from extubation) - the patient was coughing and this put additional pressure on the puncture site. Additional digital compression was performed. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. The reported difficulties appear to be related to an interaction of the device with patient anatomy, suture/link pulled until it breaks due to circumstances of the procedure. There is no indication of a product quality issue with respect to design, manufacture or labeling of the device. The additional perclose prostyle device referenced in b5 is filed under a separate medwatch report number.